Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance issue. Additional information received which indicated that this rv lead was not capturing at the maximum output and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.